Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high blood glucose (bg) continuous glucose monitor (cgm) alerts were not being declared. Customer's bg was over 570 mg/dl. Reportedly, the cause of the elevated bg was due to poor absorption at the infusion set site. Customer required assistance to obtain pump in order to administer a correction bolus. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.